Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while trying to cut stomach during a laparoscopic gastrectomy, the device was rotating itself without wingtip engaged. They used another handle to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.